Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 512mg/dl. The customer treated with insulin. Customer indicated that they received a lost sensor alarm and that the pump is not communicating with the transmitter. Troubleshooting found that the cannula was not bent and was fully inserted. Customer was advised to have the pump and the meter close to each other and the issue was resolved. Customer declined further high blood glucose troubleshooting. Customer was advised to monitor the pump and blood glucose and call back if any further issues.